Event description:
It was reported that a speaker malfunction inop was displayed on the intellivue mx40. There was no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse) who found that the speaker was defective. A quote for a replacement device was provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The engineer provided a quote for a replacement device. The customer is taking responsibility to correct/repair the device. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker malfunction inop was displayed on the intellivue mx40. There was no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.